Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis: visual and optical examination identified bone screw head driver interface features found to be deformed, consistent with excessive force. Devices of multiple part/lot numbers that were implanted during the procedure were returned and analyzed including: (B)(4).

Event description:
It was reported that during surgery the screw slipped while tightening and was replaced in order to complete the procedure. The patient's overall status was reportedly "normal" with no complications from the event.